Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) lead impedance jumps from 600 ohms to high out-of-range pace impedance measurements greater than 2,000 ohms, consistent with lead-device spring contact behavior. The presenting electrogram (egm) showed intermittent ra non-capture. There were p-waves with paced beats on the shock egm at times and random p-waves elsewhere. Ra output was programmed to 2v @ 0.5ms at this time. This ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right atrial (ra) lead impedance jumps from 600 ohms to high out-of-range pace impedance measurements greater than 2,000 ohms, consistent with lead-device spring contact behavior. The presenting electrogram (egm) showed intermittent ra non-capture. There were p-waves with paced beats on the shock egm at times and random p-waves elsewhere. Ra output was programmed to 2v @ 0.5ms at this time. This ICD and ra lead remain in service. No adverse patient effects were reported.